Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), genital haemorrhage ('abnormal bleeding (general)'), bladder disorder ('bladder problem') and urinary tract disorder ('urinary problems') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, pelvic mass and hydrosalpinx. Family history included uterine cancer (sister). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with cystoscopy (B)(6) 2018 and hysterectomy and bilateral salpingectomy. Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received- new events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problem, urinary problems, dysmenorrhea (cramping), abdominal pain, pelvic pain were added. New reporter, height, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, pelvic mass and hydrosalpinx. Family history included uterine cancer (sister). In 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with hysterectomy and bilateral salpingectomy. Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis. Most recent follow-up information incorporated above includes: on 22-may-2019: medical records received. The case became valid after the addition of event. Event injury was replaced with chronic salpingitis from medical records. The essure removal date and procedure was received in medical records. Patient's medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.